Event description:
It was reported that during a generator replacement procedure, the right atrial (ra) and this right ventricular (rv) pacing leads were switched in this implantable cardioverter defibrillator (ICD) system header. The patient experience a cardiac arrest which was stored as atrial fibrillation (af) because leads were switched. The patient experienced two subsequent ventricular tachycardia episodes to which the device did not deliver the appropriate therapy due to them falling as an atrial rhythm. The lead connection issue was later identified and corrected during a revision procedure. No additional adverse patient effects have been reported, and this ICD system remains in service. No additional adverse patient effects were reported.